Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain and severe stress urinary incontinence. No further information has been provided.